Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported stimulation in the wrong locations. The patient had trouble with the stimulator since it was implanted. It was noted the stimulator was somewhat malfunctioning and that the stimulator was treating the non-pain areas. The stimulation was going down to her front legs, shin, ankle, and ribcage where she did not need stimulation. It was noted the patient had been working with a manufacturer's representative (rep) for programming, but it was getting frustrating because programming was not helping and the patient was wondering if there was anything else she could do. The patient reported the healthcare provider (hcp) had talked about removing the device. It was observed the patient was confused about using the patient programmer. Relevant medical history included post lumbar laminectomy syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.